Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece lens +24.0 diopter tore during loading. There was no patient contact and the backup lens was implanted. The reporter stated that the cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Dob - (B)(6) 1947. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn and residue on the lens. Work order search: no similar claim was reported for units within the same lot. Claim #(B)(4).